Manufacturer narrative:
During preventive maintenance, the autopulse platform (sn (B)(4)) stopped compression and failed initial functional testing. The root cause is due to a defective drive train likely due to wear and tear due to aging. The autopulse platform is a reusable device and was manufactured in 24 september 2008 and is 11 years old, well beyond the expected service life of five years. During initial functional testing, the platform stopped compression. Visual inspection was performed and found no physical damage to the autopulse platform. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During preventive maintenance, the autopulse platform (sn (B)(4)) stopped compression and failed initial functional testing.